Manufacturer narrative:
A patient experienced high/ low impedances was reported to abbott. As a result, surgical intervention was undertaken wherein the extensions were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's extensions had low impedances. As a result, surgical intervention was undertaken wherein the extensions were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).